Event description:
It was reported that a revision surgery was performed due to loosening of the femoral component.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the available information, the root cause of the "loosening" cannot be concluded. Should and relevant clinical/medical information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.